Event description:
It was reported the during a therapeutic procedure the inner sheath beak bent inside the body and the material fell off. The beak was retrieved and switched out for another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation related component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the during a therapeutic procedure the inner sheath beak bent inside the body and the material fell off. The beak was retrieved and switched out for another device. There were no reports of patient harm.